Event description:
The company representative confirmed the patient was not getting good coverage with the percutaneous leads, so the leads were replaced with a paddle lead.

Event description:
It was reported that the patient leads migrated. The patient experienced a loss of stimulation and less than fifty percent therapeutic relief. It was noted that the revision was scheduled on (B)(6) 2013, for the leads and stimulator. It was also noted that the patient was alive with no injury and no adverse event the day of the reported event. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).